Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a motor stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (3 mcg/ml at 3.1197 mcg/day) and morphine (25 mg/ml at 25.997 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a motor stall was seen upon interrogation of the pump. It was noted the patient had not recently had an MRI. The stall occurred on (B)(6) 2018 at "around 4 pm" and recovered at 17:21. Another stall occurred on (B)(6) 2018 at 12:09 and the stall was still active at the time of the call. The hcp was thinking about putting the pump into minimum rate, covering the patient with oral medications and replacing the pump. Other considerations were discussed. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's pump was replaced on (B)(6) 2018. The explanted pump was going to be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.